Event description:
A site representative reported a navigation system monitor that intermittently booted to a black screen. There was no patient present when this issue was identified.

Manufacturer narrative:
The uninterruptable power supply (ups) was also replaced in the system. No parts have been received by the manufacturer for further analysis. System is fully functional after part replacement.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement power supply uninterrupted shipped to site 06/27/2014. RMA issued. Replacement treon monitor shipped to site 06/28/2014.RMA issued. Replacement treon monitor cable shipped to site 07/03/2014. No parts have been returned to manufacturer for analysis.(B)(4) 2014 a medtronic representative performed a navigation system check-out. Monitor and monitor cable were replaced. System now performing as intended.

Manufacturer narrative:
Three components of the navigation system (monitor, cable, and uninterruptible power supply (ups)) were returned to the manufacturer for analysis. The returned monitor had no issues at boot up. It was ran for 3 days with no issues observed. The returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. The returned ups was allowed to fully charge before testing. With a load applied and under battery power, the ups alarmed immediately and shut down within a minute. The ups had an electrical issue and would not hold a sufficient charge. The reported event was confirmed, and as previously reported, the ups was replaced to resolve the reported issue.